Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 57, 77 and 69 mg/dl. The customer¿s expected am fasting blood glucose test result range is 115-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/15/2023 and open vial date is 2-3 weeks prior to call. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 192 mg/dl, date: (B)(6), time: 1:25pm, fasting (am day of call). Result 2 : 137 mg/dl, date: (B)(6), time: 6:30pm, fasting (not sure before or after a meal). Result 3 : 126 mg/dl, date:(B)(6), time: 11:30am, fasting (possibly 2 hrs after a meal). Result 4 : 179 mg/dl, date: (B)(6), time: 2:44am, fasting (am). Result 5 : 115 mg/dl , date: (B)(6), time: 6:30pm, fasting (not sure before or after a meal).

Manufacturer narrative:
Sections with additional information as of 14-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.